Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The MFR's field svc tech was unable to duplicate the customer reported problem. The svc tech reported a diagnostic code in the ventilator log history that indicated a ventilator restart had occurred in diagnostic mode. While continuing to cycle the ventilator during checkout, the unit did a restart due to voltage failures. The svc tech replaced the sensor board as a precaution. Performance verification testing was completed and all tests passed per operating specs.

Manufacturer narrative:
Na